Manufacturer narrative:
A 5054-52 lead, implanted (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. The new right atrial (ra) lead exhibited low sensing, high thresholds and had dislodged post implant. The lead was repositioned later in the day and remains in use. No patient complications have been reported as a result of this event.